Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: the insulation resistance value of distal end was out of standards due to the scratch on plastic distal end cover; e216 error occurred due to the corroded plug unit; light guide bundle was abnormal; light guide lens was discolored and broken; bending section cover adhesive was broken; connecting tube was discolored and corrugated; scope connector cover unit had a stain; switch 1 was cut off; angulation in the up direction was out of standard due to the worn angle-wire; the gap on up/down knob was out of standard due to the worn angle-wire; and waterproof failure due to the broken air/water cylinder. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had leakage from the air/water channel and there was no image on the monitor. The issue was found during preparation for use for a diagnostic procedure. The device was returned for evaluation. During testing and inpsection of the device, the following reportable malfunction was found: foreign material from clogged sub-water supply channel. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. It has been 2 years since the device was manufactured. Based on the results of the legal manufacturer¿s investigation and the available information, it could not be determined specifically why the foreign material remained in the auxiliary water channel. The event can be detected/prevented by following the instructions for use (IFU): the IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection the IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.